Manufacturer narrative:
The reported events of loss of capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported the patient presented with a right ventricular (rv) lead that exhibited a failure to capture and r-wave amplitude variation. The lead was explanted and replaced. The patient was in stable condition.